Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint that they could not push the keypad patient-controlled analgesia (pca) button. Service history review identified this device has not been in for service in the previous 12 months. Visual and functional testing was performed. The probable cause of the reported problem unknown. It was found that the keypad dose button was not working. Preventive measure replaced main board and keypad. After repair, all functional test of the pump passed.

Event description:
One device was returned for repair. Investigation found that they could not push the keypad patient-controlled analgesia (pca) button. Event occurred during testing. There was no patient involvement.